Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is getting low oxygen pressure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no adverse reaction from the patient involved in this issue. The manufacturer's product support engineer (pse) evaluated the device and the reported problem and it was found that the oxygen source of the hospital failed. The pse found that the oxygen source of the hospital failed, which triggered the reported problem and it was not a device malfunction; it had to do with oxygen source of the hospital. Based on the external factors, the situation is no longer considered a malfunction. It was confirmed that the device was able to pass system test. The device remains at the customer site and was returned to service.